Event description:
The company received information that suggested that it was discovered that there is an "irregularity on cuffs' height" after two days in patient use. The customer stated, that the product was pre-tested prior to use. The customer reported, that the patient was re-intubated because of the reported problem and there was no harm to the patient. The customer indicated that they will return the sample for evaluation.